Event description:
Patient presented to the physician with neck tightness during stretching, feeling a sensation of pulling on the stimulation lead, and also complained of numbness in the jaw. Physician brought the patient into the or, replaced the stimulation lead, and closed the incision.